Event description:
The patient has a history of chronic infection and right shoulder pain. He underwent a hemiarthroplasty spacer and reverse total shoulder arthroplasty on (B)(6) 2020 using a size 44mm implant. Due to multiple dislocations following the procedure, he underwent an open reduction and exchange of glenoid sphere and socket on (B)(6) 2020. Upon removal of the implant, it was noted that the previous implanted retentative cup was a size 36mm and not a 44mm. The manufacturer rep was in the room and confirmed the packaging for the original surgery was labeled as 44mm. Implant sent to pathology to be held. FDA safety report ID# (B)(4).